Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the entire filter migrated to the heart. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly expired.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately six years post deployment of g2 filter, patient had an intractable back pain. CT scan revealed that the ivc filter was migrated and is partially within the right atrium and partially within the intrahepatic portion of the ivc. Also, it was observed in abdominal ultrasound that there was a thrombosis of the ivc with dislodged filter at the junction of the ivc and right atrium. There is a linear apparently metallic structure that extends from the ivc into the right atrium and likely represents the ivc filter and thrombus likely attached to that and this required retrieval of the existing filter and placed another permanent ivc filter. Five days later, after multiple attempts with recovery cone and snare catheter, the filter was cannulated. Then snf filter was deployed successfully in good position. Approximately 10 months post deployment of snf, patient met a motor vehicle accident and underwent multiple orthopedic surgeries. Four years followed by, patient was died due to septic shock, cardiogenic shock, myocardial infarction, pneumonia and there are significant conditions were clotting disorder, coronary artery disease and renal failure. Therefore, the investigation is confirmed for filter migration and filter retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2012).

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. The device was not returned for evaluation. Investigation summary: images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.